Event description:
Hillrom received a report from a customer stating the right coiled cable was blackened and there was a visible flame. The bed was located at the account. There was no patient/user injury reported. This report was filed in our complaint handling system as complaint (B)(4).

Manufacturer narrative:
The hillrom technician found the power cord needed to be replaced. The bed was donated to the customer from the va. The lower coil cable was brittle, the cable cracked and shorted out. The user manual instructs that power cords require inspection routinely to ensure no damage has occurred during use. The manuals also include warnings such as incorrect use or handling may result in damage to the power cord. They also instruct that if damage has occurred remove immediately, and to properly remove the power cord from the electrical outlet during transfer or movement of the device. A search of the hillrom maintenance records showed hillrom performed preventative maintenance on this bed in july 2015. It is unknown if the facility performed any other preventative maintenance on this bed. The hillrom technician provided the customer the part number of the power cord that needs to be replaced to resolve the issue. The customer will repair the bed themselves. Based on this information, no further action is required.